Event description:
A malfunction was reported with the pump, occurring without any notable preceding events. Customer's blood glucose level did not exceed 500 mg/dl, implying no adverse impact. Technical support provided instructions to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. Customer was advised to report any recurring issues.